Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. There is evidence of a lack of bone in-growth on the anterior side of the cup.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2013. Operative notes confirm the revision was due to aseptic loosening. The head and cup were removed and replaced.